Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009. On or about (B)(6) 2018, [pt]'s treating physician discovered through a CT scan, the filter is tilted and is projecting over the vertebrae." & "on (B)(6) 2018, [pt]'s treating physician concluded that the filter could not be retrieved and any attempts to remove the filter because of its condition would be unsafe."